Event description:
It was reported that during preparation, the piece of the subject balloon catheter was noted to be detached/separated. The catheter was also could not be inflated and was noted to be leaking. No clinical consequences were reported due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter distal tip was noted to be detached/separated and damaged. During functional testing, a demonstration 0.014¿ guidewire was advanced to the distal tip and slight friction was noted. The balloon catheter was flushed, and the balloon did not inflate and leaked. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation. The event occurred during the preparation of the device. The device was returned for analysis and the device was unable to be inflated. The device leaked, and the balloon was noted to be damaged. Friction was noted during the analysis when a demonstration guidewire was advanced to the distal tip. The as reported and as analyzed events balloon difficult to inflate, balloon detached/separated and balloon leaked during preparation as well as the as analyzed events balloon or balloon catheter friction were assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during preparation, the piece of the subject balloon catheter was noted to be detached/separated. The catheter was also could not be inflated and was noted to be leaking. No clinical consequences were reported due to this event.